Event description:
Pt has a history of refractory seizure disorder since age 3 months. In 2005 she underwent placement of a vagus nerve stimulator. The device began demonstrating increased impedance measurements. X-ray revealed the leads to be coiled upon themselves, of uncertain significance, so the pt underwent surgical exploration and evaluation of the nerve stimulator generator and interrogation of the generator and leads. Upon examining the device, the pin and generator appeared to be secured, however, when the screw was loosened and the lead removed, the pin appeared to have slipped out to some degree, creating suboptimal contact. As the screw was loosened, holding the lead pin in place, the screw actually came out of the generator. Due to this, the decision was made to fully replace the generator. A new generator was placed and lead inserted and secured, and interrogated and an acceptable reading was obtained.